Manufacturer narrative:
Evaluation summary: customer report of pvl could not be confirmed through visual observations. X-ray demonstrated wireform intact. Leaflet 2 was thickened and swollen near commissures 2 and 3 and along the wireform. Suture pledgets remained attached around the valve sewing ring on the outflow aspect. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, this event is most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The explanted valve has been returned for evaluation. Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed.

Event description:
Edwards received information that this edwards mitral pericardial valve, implanted approximately eight (8) years, was explanted due to mitral paravalvular regurgitation. This device was originally implanted at different facility for mitral valve replacement due to mitral regurgitation. This device was explanted and replaced with a 27mm non-edwards valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered¿.